Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a downstream occlusion was confirmed during product evaluation. However, the root cause of the reported problem was not identified. Therefore, no repairs have been made at this time. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump in which there was downstream occlusion during patient use. There was no patient injury or medical intervention related to this event. No additional information is available. The software version for the device is currently not known.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).